Event description:
It was reported that the patient was having some discomfort over the weekend and came in for a post op to check the implant at tooth site #14. The area appears to be angry looking with infection. The implant was removed, and the site was grafted. Symptoms as a result of the event: pain

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.